Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas 4000 c311 system. The initial results were reported outside of the laboratory. The sample was repeated on (B)(6) 2022. The initial creatinine result was 0.45 mg/dl and the repeat result was 1.69 mg/dl with a data flag. The initial urea result was 27.4 mg/dl and the repeat result was 53.2 mg/dl with a data flag. The initial magnesium result was 2.83 mg/dl with a data flag and the repeat result was 1.75 mg/dl. The initial ast result was 66.5 u/l with a data flag and the repeat result was 13.2 u/l. The initial sodium result was 154 mmol/l with a data flag and the repeat result was 136 mmol/l. The initial potassium result was 5.81 mmol/l with a data flag and the repeat result was 4.17 mmol/l. The initial chloride result was 115.9 mmol/l with a data flag and the repeat result was 96.3 mmol/l with a data flag. The initial uric acid result was 3.5 mg/dl and the repeat result was 8.1 mg/dl with a data flag. The creatinine reagent lot number was 620984. The uric acid reagent lot number was 613652. The magnesium reagent lot number was 620919. The ast reagent lot number was 627594. The urea reagent lot number was 630737. The expiration dates for these reagents were requested but were not provided. The sodium, potassium, and chloride electrode lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
The field service engineer adjusted the overflow rinse arm assembly. Review of the customer's pre-analytics, the sample clotting time was too short per the tube manufacturer's recommendations.